Event description:
It was reported that a shuntassistant (#fv251t) was implanted on (B)(6) /2019. According to the complainant, the shuntassistant caused a blockage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as #: 3004721439-2026-00086.

Manufacturer narrative:
Visual inspection: during the investigation, some bloody residue tissues on the device was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the acceptable tolerance in both positions. Internal inspection: after dismantling of the valve, no deposits were found inside. Results: first, we would like to point out that testing products sent in a dry state provides only limited insight. Dry residues of organic material can skew the test results. Based on our investigation results, we cannot determine any functional deviations or other abnormalities in the shuntassistant. The valve is operating within specifications. The examination of the returned item is complete with the preparation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.